Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer required assistance with programming the insulin pump. The customer's blood glucose was unknown. The caller stated that the customer had received the no delivery alarm during the manual priming process. The customer confirmed that the issue did not cause a serious injury or hospitalization. The issue was not resolved because the call was disconnected as the caller did not have the time to properly troubleshoot the issue. The customer did not return the product for analysis.